Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the customer had high blood glucose. Customer's blood glucose was 530 mg/dl. Customer had changed the set twice. Customer's father was unable to troubleshoot at time of call due to the device was not present at time of call. Customer will not be returning the device for analysis.